Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of black screen was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that there was a black screen. Wall power outlet tested good and power supply tested good. The fse unplugged aux still had no power. It was observed that the main enhanced half height drawer 3 was causing the crowbar. The fse replaced both retractor bands, both drawer boards, and pmc board and passed hta. The report was closed. During dchu visual inspection: pn 151622-01, (B)(6): the pcba dwr cntlr v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. Pn 151622-01, (B)(6): the pcba dwr cntlr v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. Pn 151630-01, (B)(6): the pcba pmc v1.06/v0.09bl hh was received with no signs of physical damage, fluid ingress or missing components. Pn 353844-01 (a): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. Pn 353844-01 (b): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 151622-01, (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on components diode d501 and mosfet q501. No further testing is required. Pn 151622-01, (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed the internal components testing. Functional testing was performed with dchu hta equipment and passed with no intermittent behavior observed. Pn 151630-01, (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed the internal components testing. Functional testing was performed with dchu hta equipment and passed with no intermittent behavior observed. Pn 353844-01 (a): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (b): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was identified as: a faulty diode d501 and mosfet q501 on the pcba dwr cntlr v1.10/v1 (sn (B)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. A short between adjacent copper strands of both assy retractor dwr hh cubie (a & b) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. As per the part investigation, it was determined that the issue was attributed to short circuits between adjacent copper strands of both assy retractor dwr hh cubie units, which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer verified the wall power outlet and power supply were functioning properly. Disconnecting the auxiliary line did not restore power. Identified the main enhanced half height drawer 3 as the source of the crowbar condition. Replaced both retractor bands, both drawer boards, and the pmc board. The system functioned as intended after the field service engineer repaired the device.